Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2018 due to low blood glucose and loss of consciousness. The cause of death was a swollen brain, low oxygen, and low blood glucose. The caller stated that the customer had no illnesses that may have led to the customer's passing. The customer¿s blood glucose was 22 mg/dl before admission. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected over 48 hours prior to passing, as the customer was having lows at the time they were taken off the pump. The customer was not using sensors. The caller agreed to return the insulin pump for analysis. Pump passed functional testing.